Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1, and h6 (impact codes and device codes) have been updated with additional information received on september 06, 2024 and september 19, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2024. During the procedure, the axios catheter "burned" into the pseudocyst. Subsequently, the correct method for releasing the stent's first flange was performed; however, the stent's first flange was unable to deploy in the cyst. The stent was then removed from the patient, and it was observed that the cyst had been opened for drainage. There were no patient complications reported as a result of this event. **additional information received on september 06, 2024 and september 19, 2024** the stent was to be implanted transgastric to the pancreas. The device was cauterized through the cyst; however, the stent's first flange was unable to open. Subsequently, the stent was fully deployed and was removed using forceps. The drainage procedure was completed without placing an additional stent.

Manufacturer narrative:
Block h6: imdrf device code a0904 captures the reportable event of cautery excessive current.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2024. During the procedure, the axios catheter "burned" into the pseudocyst. Subsequently, the correct method for releasing the stent's first flange was performed; however, the stent's first flange was unable to deploy in the cyst. The stent was then removed from the patient, and it was observed that the cyst had been opened for drainage. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.